Event description:
It was reported that during a da vinci-assisted surgical procedure, during the procedure, the surgeon zoomed in with the endoscope in the instrument wrist and identified that one of the cables of the pole was frayed. The first assistant uninstalled the instrument of the arm and determined that one of the cables from the wrist was frayed. The instrument was taken out and the surgeon continued with another instrument of a different kind. There was not injury on the patient reported. Nothing fell into the patient. The procedure was complete with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.